Event description:
It was reported that the implantable neurostimulator (ins) had not been checked in three years. He also stated ¿this thing shuts off in the middle of the night, when the battery runs out and I don¿t check it every day. It can run for 3, 4, 5 sometimes a week depending on how hard I¿m running it, but there are no lights or anything to tell me the thing is off. When you have electricity running through your head, you get used to it, so you don¿t notice when it¿s off, especially when you¿re sleeping.¿ it was also noted the ins shuts off randomly. Then the patient realized their head hurts (head injury). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).